Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had unresponsive buttons. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.